Event description:
It was reported that during the generator change-out it the physician found there was a high voltage coil insulation breech. It was also noted the high voltage portion of the right ventricular lead was fractured. The lead was capped and replaced. Follow-up received from the representative revealed that once the new generator was connected and defibrillation threshold testing was done, it was noted that the patient did not get the full energy. The representative indicated "since we were unable to place another lead in the left subclavian (it was occluded), the physician elected to go to the right side. Therefore, we had to put in a whole new system and cap all the remaining leads on the left." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5072-52 implantable pacing lead, (B)(6) 1999; 7278 defibrillator, (B)(6) 2007; 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.